Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads, failed for high impedance, failed the power-on upgrade, and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product will not be returning to zoll.